Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the tip of the force bipolar (fb) instrument broke. The surgeon was unable to close the jaws and remove the instrument from the trocar. The fb instrument was left in the trocar and was removed by undocking the system's arm and removing the trocar and instrument together. The procedure was completed with no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar (fb) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint, "tip broke." The instrument's grip was not found to be broken. The fb instrument did not have any loose, frayed, nor broken cables. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The fb instrument was fully functional. There was no problem detected.